Event description:
The account alleges that post radio frequency [rf] ablation procedure, the physician noticed the access dilator had detached within the patient's great saphenous vein. The physician noticed the access sheath dilator had detached at the hub and was inadvertently pushed further into the patient's gsv by the physician during the ablation processes. The rf ablation procedure was successfully completed when the physician first noticed the missing dilator, so the foreign body did not prevent the successful rf ablation treatment for this patient. A follow-up ultrasound study verified that the foreign body was still within the patient's venous system and that the more proximal part of the vein had been decimated by the rf ablation procedure so there was no risk of further migration. The patient is currently asymptomatic and the physician is not interested in surgical retrieval of the foreign body.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be reopened.